Manufacturer narrative:
Operator of device is unknown. A device history record review was not conducted based upon review of the information provided by the customer as it does not indicate a problem with the initial manufacture or prior repair of the device. No product or photographic evidence was provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that a no disposable pump won't run alarm occurred. Alarm was silenced and settings were reviewed. The pump was turned off, tubing was clamped and cassette was removed. Tubing was massaged while the green tab was depressed and cassette was tapped on a hard surface. Cassette was reattached, pump was turned on but alarm returned. Repeated the above troubleshooting steps once more. This time an air bubble was noted but an alarm persists. The pump was turned off and tubing remained clamped near the port site. The patient will proceed to the clinic for a scheduled disconnect this morning. No patient injury was reported.